Manufacturer narrative:
An event regarding intraoperative periprosthetic fracture during stem extraction using an abgii modular stem extractor was reported. The event was not confirmed. Clinician review of the event concluded: "without the involved instrument available for inspection to prove the contrary, this aspect of pi is clearly procedure-related with regard to surgical technique and not device-related." Conclusions the event could not be confirmed nor the root cause of the reported periprosthetic fracture determined due to the minimal information received.

Event description:
The surgeon at the clinic reported that during a revision surgery on (B)(6) 2014 the extraction of the stem was noted to be impossible because the extractor is poorly designed and non-rigid. This resulted in a fracture of the calcar, and an extended by a metaphyseal femorotomy to extract the stem.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
The surgeon at the clinic reported that during a revision surgery on (B)(6) 2014, the extraction of the stem was noted to be impossible because the extractor is poorly designed and non-rigid. This resulted in a fracture of the calcar, and an extended by a metaphyseal femorotomy to extract the stem.